Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and possible over delivery anomaly. The customer reported blood glucose value of 18 mg/dl. The customer reported hypoglycemia was treated with glucagon and hospitalization. The customer was unconscious. The event involved product(s) mmt-1812. Troubleshooting was performed. Customer reported low blood glucose and over delivery of insulin. No further patient complications were reported. Mmt-1812 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0872 inches. Possible over delivery anomaly not confirmed. The following were noted, during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment, during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received, without the original battery cap. Please see below for the boluses listed on the event date 06-may-2024 in the pump history file. 05/06/2024, 06:53:25.000, normal bolus delivered (220), bolus programming method: manual bolus (0), normal bolus amount programmed: 20000 (2 u), bolus amount delivered: 20000 (2 u); 05/06/2024, 09:05:43.000, normal bolus delivered (220), bolus programming method: manual bolus (0), normal bolus amount programmed: 20000 (2 u), bolus amount delivered: 20000 (2 u); 05/06/2024, 10:42:45.000, normal bolus delivered (220), bolus programming method: manualbolus (0), normal bolus amount programmed: 12000 (1.2 u), bolus amount delivered: 12000 (1.2 u); 05/06/2024, 13:58:35.000, normal bolus delivered (220), bolus programming method: manual bolus (0), normal bolus amount programmed: 60000 (6 u), bolus amount delivered: 60000 (6 u); 05/06/2024, 16:14:41.000, normal bolus delivered (220), bolus programming method: manual bolus (0), normal bolus amount programmed: 20000 (2 u), bolus amount delivered: 20000 (2 u); 05/06/2024, 17:01:15.000, normal bolus delivered (220), bolus programming method: manual bolus (0), normal bolus amount programmed: 32000 (3.2 u), bolus amount delivered: 32000 (3.2 u). Please see below for the daily total of all insulin delivered on the event date (B)(6) 2024 in the pump history file. 05/07/2024, 00:00:00.000, daily totals (60), daily total collection start time: 05/06/2024, 00:00:00.000, daily total of all insulin delivered: 494750 (49.475 u), daily total of basal insulin delivered: 330750 (33.075 u), daily total of bolus insulin delivered: 164000 (16.4 u). There were no auto suspend (12) alarm or user suspended alarm noted, in the pump history file. There were no unexpected pump error(s) alarm(s) noted. 1 week, prior to the event date 06-may-2024 in the pump history file. The pump passed, the functional testing. Unable to confirm, alleged low bgs. Possible over delivery anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.